Event description:
It was reported that the patient was taken to the hospital via ambulance after receiving multiple inappropriate hv therapies. The device could not be interrogated and was found in hardware back up vvi with no defibrillation therapy available. It was noted during last clinic check the device was nearing eri. The device was explanted and replaced. Patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.